Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned treatment/non-emergency treatment. The procedure was completed by moving the patient to another room. It was reported to philips that system was not switching on. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and got informed by the customer that the oxygen tubing got caught in c-arm wheels during a case (while going lateral) - tubing was pulled out but a piece must have stayed behind because c-arm will not rotate to ap or lateral. The philips field service engineer (fse) visited onsite to check the system and found a small part from the oxygen tube which was stuck in the c-arm. To resolve the issue, fse removed the tube from the c-arm and checked all system movements. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was not rotating. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.